Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic with infection and pocket erosion. It was noted that the pacemaker was visible through the patient¿s skin, with surrounding redness noted in the area. The patient was prescribed antibiotics. The physician explanted the entire system, including the pacemaker, the right atrial lead and the right ventricular lead. The patient remained in stable condition.